Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed, and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when testing the snare prior to insertion, the snare did extend and retract, but had a slight resistance, and did not open and shut as smoothly as normal. After insertion into the scope, and lining up beside the polyp, the snare would not sit, or lie flat on the mucosal surface since the wire appeared to be curved. Additionally, the snare did not close well, then jumped through the tissue, and cut without normal control. Reportedly, there were no issues noted with the handle. The snare was able to extend/retract after it was removed from the scope/patient, but there was abnormal resistance noticed. Moreover, there were 3 other snares that were used on different patients that had similar issues that day. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable and fine.